Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during surgery, the surgeon found that after firing a few rounds of staples, the device got stuck and did not fire. The event resulted in unanticipated damage or loss of tissue.